Manufacturer narrative:
The needle of two outback elite re- entry catheter would not come out of the side hole. The target lesion was the left-superficial femoral artery (sfa) and the index procedure was elective. The lesion had some calcification, unsure on severity. The devices were removed intact (in one piece) from the patient. There was no reported patient injury. The devices were stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the devices were taken out of the package. There were no damages to the outback devices noticed prior to opening the package. The cannula actuation (outback) action was verified outside of the patient. There were no apparent damages to the devices noticed prior to use. The devices were prepped according to instructions for use (IFU). All the specified ports of the devices were properly flushed. Heparinized saline was used for preparation and flushing of all ports. The products were inspected prior to use and appear to be normal. The devices were not kink/bent prior to use in the patient. There was no difficulty advancing the outback catheters over the guidewire. The cannula wire port or guidewire lumens of both catheters were not obstructed. The products were attempted to be used in the patient twice, but it was unsuccessful. There was no excessive torquing required. There was no unusual force used at any time during the procedure. There were no kink/bent noted after the devices were removed from patient. The difficulty requires that only the outback cto catheters were removed. Two devices were returned for analysis. The first device will be evaluated under case-(B)(4) and the second device is evaluated under case-(B)(4). Case-(B)(4) one non-sterile outback elite 120cm re-entry catheter was received for analysis inside a plastic bag. Per visual analysis, a fracture was noted on the outer member of the unit at 2.5 cm from the distal tip end. The outer member was observed fractured damaged. The unit was inspected under the vision system and the fracture condition was confirmed. The fracture condition showed elongations and deformations. The elongations and deformations observed are typical characteristics of a product of an application of a tension force that induced the fractured on the unit. Dried blood residues could be observed on the handle at the guide wire lumen tube. No other anomalies were noted in the device. Functional analysis could not be performed due to the fractured outer member. A product history record (phr) review of lot 17777261 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case-(B)(4) one non-sterile outback elite 120cm re-entry was received for analysis inside a plastic bag. Per visual analysis, a severe kink was noted on the outer member of the unit at 2.5 cm from the distal tip end. Dried blood residues could be observed on the handle at the guide wire lumen tube. No other anomalies were noted in the device. Per microscopic analysis, the kink condition of the unit was confirmed. Functional analysis could not be performed due to the kinked condition of the outer member. A product history record (phr) review of lot 17793806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. For the first complaint device, the reported ¿cannula/needle (outback only)- deployment difficulty - unable to¿ was confirmed due to the cannula of the unit could not be deployed because the fractured condition of the unit. However, the exact cause of the fractured condition observed on the unit could not be conclusively determined during the analysis. The findings in the product analysis (fracture from the distal tip end, elongations and deformations on the outer member) indicate that the device was induced to an excessive application of tension force that induced the fracture and possibly caused the deployment difficulty. For the second complaint device, the malfunction reported by the customer as ¿cannula/needle (outback only)- deployment difficulty - unable to¿ was confirmed due to the cannula of the unit could not be deployed because the kinked condition of the unit. Nonetheless, the cause of the kinked condition observed on the unit could not be conclusively determined during the analysis. Vessel characteristics (moderate calcification, and vessel tortuosity) or procedural/handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk ¿ensure proper function of the outback elite re-entry catheter by retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and rotating the rotating knob which rotates the catheter shaft/nosecone. Depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr reviews nor the product analyses suggest that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the needle of two outback elite cto catheter would not come out of side hole. There was no reported patient injury. The index procedure was elective. The target lesion was the left-superficial femoral artery (sfa). The lesion has some calcification unsure on severity. The devices were stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the devices were taken out of the package. There were no damages to the outback devices noticed prior to opening the package. The cannula actuation (outback) action was verified outside of the patient. There were no apparent damages to the devices noticed prior to use. The devices were prepped according to instructions for use (IFU). All the specified ports of the devices were properly flushed. Heparinized saline was used for preparation and flushing of all ports. The products were inspected prior to use and appear to be normal. The devices were not kink/bent prior to use in the patient. There was no difficulty advancing the outback catheters over the guidewire. The cannula wire port or guidewire lumens of both catheters were not obstructed. The products were attempted to be used in patient twice, but it was unsuccessful. There was no excessive torquing required. There was no unusual force used at any time during the procedure. There were no kink/bent noted after the devices were removed from patient. The difficulty requires that only the outback cto catheters were removed. The devices were removed intact (in one piece) from the patient. The products will be returned for analysis. Additional information received indicates that a fracture was noted on the outer member of the unit at 2.5 cm from the distal tip end. The outer member was observed fractured damaged during evaluation.